Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was hospitalized for high blood glucose levels. Blood glucose level at the time of hospitalization was over 600 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.